Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 2 bd 0.5ml syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported finding 2 syringes needle shields and hubs laying in the bag.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd 0.5ml syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported finding 2 syringes needle shields and hubs laying in the bag.

Event description:
It was reported that 2 bd 0.5ml syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported finding 2 syringes needle shields and hubs laying in the bag.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9343434. D.4. Medical device expiration date: 12/31/2024. H.4. Device manufacture date: 12/9/2019. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned (3) loose 0.5ml bd insulin syringes from lot# 9343434. The consumer reported 2 syringes where the needle shield and hub were laying in the bag. The returned syringes were examined, and it was observed that all three exhibited a broken barrel tip. A broken barrel tip was found lodged inside two detached needle hub/shield assemblies that were returned. A review of the device history record was completed for batch# 9343434. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Therefore, root-cause cannot be determined. H3 other text : see h.10.